Event description:
Customer reports receiving "normal" readings. (Much lower than she felt) on her meter, but in 2006 she experienced symtoms of high glucose and then next day, she collapsed, was transported to the hospital, via paramedics and was diagnosed with dka and given 10 units of insulin IV.